Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient visualized particles in the tubing. The patient is having larynx issues. There was no report of medical treatment being required. There was no report of serious harm or injury.